Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff after one day of use. The tracheostomy tube was replaced. No permanent adverse effects to the patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.